Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with high blood pressure and fatigue. Upon review, it was found that the patient's right ventricular was failing to capture. The lead was reprogrammed to increase the output. The patient was stable.